Event description:
A 7mm flat silicone closed suction drain with bulb (aka jp drain) broke during insertion. Required surgery to remove the fragment. Insertion was done during a laparoscopic procedure. The drain was inserted in the superior port and pulled through the inferior port. It is believed the tubing was held by a grasper on the edge of the tubing approximately 16 cm from the end of the tubing and that the grasper nicked the tubing. When the tubing was being pulled through the inferior port it bent and broke off. The end where the tubing broke was slightly jagged but easily overlooked. We were able to reproduce the breaks and got very smooth ends where the break occurred. We were not able to reproduce the break when the grasper was placed across the whole of the tubing. The tubing was strong and difficult to break as long as it was not compromised. However, even a small nick makes the tubing easy to break. Breakage of these types of drains is not uncommon. Recommendations: the tubing is clear and has no markings. Need end of tubing to be marked by a color or other mark to serve as a visual cue. If you don't see the mark then you know it has been intentionally cut or accidently broken. Tubing and drain do not have incremental measurement markings. The tubing and/or drain are frequently trimmed/cut to make it fit better. There needs to be an incremental measurement marking for a quick reference on how much was cut off and how much remains. If the length of the drain is not documented then the person removing it will not be able to accurately determine if it is intact or not. There are no warning/precautions with the packaging. Should be a single quick reference cared that has critical precautions on it such as: do not suture, do not overstretch, do not nick tubing, do not grasp at the edge.